Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7293226 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain/discomfort while patient was undergoing trial procedure. The procedure was aborted. Patient is doing better and less pain, all product was disposed of and nothing to return.